Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s current blood glucose value was 460 mg/dl. The customer also mentioned other blood glucose values such as 400 mg/dl, 500 mg/dl and 370 mg/dl. The customer treated high blood glucose with insulin pump. The auto mode feature was not active at the time of incident. The insulin pump will not be returned for analysis.